Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported retraction problem could not be determined; however, the reported material deformation is a cascading effect of retraction problem. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be file to report during preparation, the clip got stuck in the clip introducer. It was reported that during preparation of the clip delivery system (cds) when the clip was loaded into the introducer sheath, the clip became lodged on the clip introducer. Attempts to remove the clip resulted in damage to the introducer. Therefore, the cds was not used and replaced with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported retraction problem was not confirmed during returned device analysis; however, a clip introducer tear was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a conclusive cause for the reported retraction problem could not be determined; however, the reported material deformation is a cascading effect of retraction problem. The device was initially reported as not returning, but has now been reported as returning